Event description:
A customer contacted baxter's technical service center regarding an unrelated issue and mentioned the home patient (hp) is in the hospital for peritonitis. Follow-up was performed with the hp's registered nurse who stated the hp was hospitalized at the end of (B)(6) 2012 (exact date unknown) for peritonitis related to touch contamination. The hp is legally blind and was not using proper aseptic technique when performing peritoneal dialysis (pd) therapy. The hp was switched from pd therapy to hemodialysis upon admission to the hospital (exact date unknown) and treated with intravenous (IV) antibiotics (exact antibiotic unknown). The hp was discharged from the hospital on (B)(6) 2013 and the doctor discontinued pd therapy. The hp had his catheter removed on (B)(6) 2013 and is going to continue on hemodialysis with no intentions of restarting pd therapy. Therefore, the hp was not retrained on proper aseptic technique. Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. Specifically, there was a breach in aseptic technique. The hp has recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique and peritonitis is confirmed because it was reported that there was a breach in aseptic technique, described by the nurse as touch contamination; however, it is unknown why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If relevant, additional information becomes available, a follow up report will be submitted.